Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient used cgm while pregnant against user guide recommendations. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined.